Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the customer's report was unsubstantiated. Review of the device history log shows that the device was in leads view until the very end of the case. Review of the log did show that a valid impedance was detected in periods throughout the case. The history log does not provide any evidence to suggest that the end user attempted to charge the device for a shock during the reported event. An "attach pads" message is observed in the log when the electrode pads were disconnected from the patient. This is normal operation of the device as this prompt warns the end user of a connection issue. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and displayed an "attach pads" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.